Manufacturer narrative:
(B)(4).

Event description:
It was reported that presence of air in the line and in the arterial chamber was noticed at the time of the connection. A crack was noticed on the upper part of the catheter's extension line. As a result, the patient could not be dialyzed and the extension line of the catheter was replaced. It was noticed that the disinfection was still being completed with alcoholic chlorhexidine whereas it's completed with (B)(6) in (B)(6) hospital.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event could not be confirmed through functional testing and microscopic examination of a returned product sample. The customer returned was one hemodialysis cannon ii plus connector assembly with two yellow non-arrow injection caps. No cracks were observed in the connector luer hubs and both hubs passed leak testing and luer gage testing. In addition, the connector assembly and non- arrow caps returned also yielded no leaks when leak tested together. A device history record review was performed with no relevant findings. The provided IFU warns against excessive use of alcohol and peg based solutions. No problem was found with the returned connector assembly and the non-arrow injection caps did not leak when connected to the luer hubs. No further actions will be taken.